Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. A query of the complaint handling database for the reported lot revealed no other incidents reported for stent dislodgement. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during unpacking of the 3.25x18mm xience xpedition stent delivery system (sds), the stent implant dislodged while removing the protective sheath. The device was not used and there was no patient involvement. Another 3.25x18mm xience xpedition sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.